Manufacturer narrative:
Automated imeplla controller (aic) - kbd/rotary knob issues: the cause of the unresponsive soft touch buttons was most likely a spill during the bag/cassette change that shorted the capacitive sensing on the soft touch buttons and made them unresponsive. H10 investigation results statement for automated imeplla controller (aic) - kbd/rotary knob issues was inadvertently omitted from supplemental report 1220648-2025-28205-1. H10 aic - display issue: there was no display issue found during the case. The device functioned/operated to specification statement was duplicated in narrative results statement on supplemental report 1220648-2025-28205-1.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that after the change of the purge cassette and bag, the trend screen only would show on the automated impella controller (aic). Attempts were made to hit other soft buttons and use toggle. However, nothing would select. The pump continued to run. The issue was resolved after changing the aic. There was no reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. Aic - display issue: there was no display issue found during the case. The device functioned/operated to specification. The console was returned for testing and initially performed as expected with no issues with soft touch buttons. A solution was sprayed on the console's soft touch buttons and they became non-responsive, artificially reproducing the failure mode. Communication between the kbd and epc was as expected initially and ribbon cable was seated properly. Aic - display issue: there was no display issue found during the case. The device functioned/operated to specification. Root cause: the cause of the unresponsive soft touch buttons was most likely a spill during the bag/cassette change that shorted the capacitive sensing on the soft touch buttons and made them unresponsive.